Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Some of brush head got stuck in throat [foreign body in throat]. Top half of brush came off in the back of mouth [device breakage]. Consumer contacted via e-mail and stated that the top half of the brush came off in the back of her mouth while she was brushing her wisdom tooth. No serious injury was reported.